Manufacturer narrative:
A supplemental MDR is being submitted to retract the previously reported event. Sections b4, g3, g6, h2, h6: health effect - clinical code and h11 have been updated. According to the provided medical records, the patient had explant of the tavr valve approximately 4 months post tavr due to recurrent enterococcus bacteremia, despite IV antibiotic therapy for 6 weeks. Upon visual examination during the explant procedure, the prosthetic aortic valve was noted to be thickened with a mobile vegetation on the aortic surface of the valve. The pathology report found ''areas of acute inflammation consistent with vegetations''. At the time of this report, the information available does not suggest the edwards sapien 3 ultra resilia valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this device; therefore the explant event is no longer considered FDA reportable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 4 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the valve was explanted due to an unknown cause. A 25mm surgical valve was implanted in the aortic position.

Event description:
According to the provided medical records, tomography (CT) from (B)(6) 2025 indicates enterococcal bacteremia and altered level of consciousness (aloc). The spleen demonstrates a new low-density lesion along the superolateral aspect, measuring 2.9 x 3cm, which extends to the periphery. Differential might include small infarct versus less likely infectious process. Head CT reveals normal findings with no evidence of acute infarct, hemorrhage or mass. Another 8 days later, a repeat CT was performed due to a clinical history of splenic abscess. The CT revealed a small hypodense non-enhancing lesion seen at the mid-pole of the spleen, which is possibly a splenic cyst or developing splenic abscess.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, g3, g6, h2 and h6: health effect - clinical code have been updated. Addition to section b5. The investigation is ongoing.